Manufacturer narrative:
Pump received with cracked and bleeding lcd glass, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump was damaged and screen got cracked. Customer stated there was no physical damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.